Event description:
It was reported that a patient experienced fungal peritonitis and severe acute ill health, while using unknown baxter pd disposables. On an unknown date, the patient died due to peripheral vascular disease and multiple unspecified surgical interventaions. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports, for the peritonitis, have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.